Manufacturer narrative:
Based on the investigation analysis, the reported event at 6:30 pm est on may 13, 2023, could not be confirmed due to no corresponding calibration entry at the time. The system was not in use between 5:45 pm until 6:49 pm est, thus there were no sensor readings displayed at the time of event. In an associated case of sensor inaccuracy issue ((B)(4), MFR report# 3009862700-2023-00164 , the sensor diagnostic data displayed noise in the optical channel, which led to the reported mismatch between sensor readings and blood glucose measurements. An RMA was authorized to investigate the sensor further. From the return material analysis testing, however, the sensor did not reveal any malfunction. The failure mode could not be reproduced, and this may occur in some instances where the failure mode that presents itself in the body could not be reproduced in the lab. Potential root causes for transient optical noise may be an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user experienced a hypoglycemia event with no alert asserted by the system due to an inaccuracy in sensor reading.